Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Visual inspection of the device found separation between the tubing and bladder. The device was functionally tested and was found to be non-hermetic, leaking at a rate of .9l/min. The most likely root cause was determined to be excessive pulling/twisting on the tubing during use. The instructions for use (IFU) states: "avoid needles, towel clips, leg holders and other equipment that can puncture or otherwise damage the cuff." The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that when the tourniquet was inflated for the first time, it would not hold pressure. The team evaluated the tourniquet machine and this was not the problem. The tourniquet was removed and replaced with a second tourniquet which inflated without problems. The problematic cuff was inspected an found to have a separation of the hose coupler to the inflation bladder. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.